Event description:
While attached to a catheter, the bd maxzero connector has been observed obstructing the flow of medication from the IV pump to the patient. This valve has also caused blood to back into the patients catheter as well as a thrombus to form. This has been observed on young patients with a low flow rate that is programed into the IV pump.